Event description:
It was reported that during a pneumonectomy procedure, some of the staples were not formed. It was not noted how the case was completed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.